Manufacturer narrative:
3191 (a27) - appropriate term/code not available (the device problem is not adequately described by any other term.) "Opening causing substantial loss of material after thawing".

Event description:
The customer reported a breakage upon thawing of a cryomacs freezing bag 250, lot 7220100316. Pictures and a filled in questionaire were provided by the customer. According to the questionnaire the following investigation and statements could be made: the event were observed during thaw. The customer did use metal cassettes for freezing and for storage. A controlled rate freezer was used. An overwrap bag was not used for freezing. The filling volume was 60 ml (30 - 70 ml are recommended). The freezing bag was stored in the vapor phase of ln2. According to the pictures the bag is cracked over the entire bag. The crack starts near the spike ports at the upper part of the bag and leads to the middle of the bag. According to the pictures it can be suspected that there was a big air bubble trapped inside the bag. The issue is likely caused by physical stress, e.g. Mechanical impact in combination with an improper user handling during the freezing procedure. According to the pictures it is suspected, that a big air bubble was trapped inside the bag. Air should absolutely be avoided in the sealed freezing bags as it will expand after the freezing process and may cause a bag breakage. According to the questionnaire no overwrap bag was used which is also a deviation from the recommended freezing process. The incident rate for this type of failure for this lot is below 0.01%. For the cryomacs freezing bag 250 batch 7220100316, with regard to the complaint, no deviation concerning the manufacturing process occurred. No anomalies occurred during the process.